Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: date of submission 07/25/2017. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2017 with the following findings: a review of the black box showed consecutive call service 012 slave communication failure alarms. The battery compartment and cap were undamaged and were able to fit securely. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. The call service alarms complaint was unable to be duplicated.